Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was hospitalized as he was not receiving the 24 hour basal that he was supposed to receive. Customer's blood glucose level was unknown at the time of the event. Troubleshooting was not performed and the device will not return for analysis.